Event description:
It was reported that during a routine defibrillator change out procedure, the right atrial lead exhibited noise. The lead was capped and replaced. The patient was in good condition during and following the procedure.